Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff observed a piece of silicone on a trocar. While trying to retrieve the piece of silicone, the fragment became lost in the patient. During the event, the surgical staff noticed a tear in the 2 lumen of the single-site port. According to the initial reporter of this complaint, the assist port on the single-site port was perforated after the event occurred. On (B)(4) 2014, isi contacted the initial reporter. The initial reporter indicated that no x-rays or ultrasound tests were performed as a result of the event. In addition, the initial reporter indicated that the silicone fragment was not retrieved. The initial reporter was not aware of any reports that the patient developed any post-operative complications.

Manufacturer narrative:
The single-site port has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the device is returned (post failure analysis evaluation) or if additional information is received. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the initial reporter indicated that a silicone fragment from the single-site port broke off and fell into the patient.